Event description:
A non insulin dependent diabetic patient was undergoing a triple coronary bypass procedure. She was placed on a hypothermia pad that was covered by a gel pad. Patient was prepped with chloraprep. After surgery patient skin integrity appeared to be fine. Two days later an 18 x 18 inch second degree burn was noted on the patient's back. Burn was also present in the fold of the patient's skin. Cause of the burn is unclear at this time and is under investigation.